Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented in the emergency room after receiving inappropriate shocks, t-wave oversensing due to increased size of t-waves was observed. The physician elected to only disable therapy since the device was approaching eri. The patient was in stable condition.